Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device was not returned for analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was an in-stent restenosis of two non-bsc stents located in the moderately tortuous and severely calcified right superficial femoral artery. After a truepath chronic total occlusion device crossed the lesion, a 4.0mm x 150mm x 150cm coyote¿ balloon catheter was advanced for pre-dilatation. However, during first inflation at 6 atmospheres for 30 seconds, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with a 4 x 40mm non-bsc balloon catheter and a 6 x 150mm sterling balloon catheter. No patient complications nor injuries were reported.